Manufacturer narrative:
Investigation: since bd was unable to duplicate or reproduce the indicated failure mode because no sample or photos have been provided, a review of DHR show no abnormalities and a definitive root cause related to the needle manufacturing process is not possible to determine at this time.

Event description:
It was reported that leakage occurred while connecting the bd microlance¿ 3 needle to the syringe during use. Lot #'s 180312 and 171108 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from french to english: "during connecting a syringe and a small needle, there was a leakage"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 180312, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-15. Medical device lot #: 171108, medical device expiration date: 2022-10-31, device manufacture date: 2017-11-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred while connecting the bd microlance¿ 3 needle to the syringe during use. Lot #'s 180312 and 171108 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from french to english: "during connecting a syringe and a small needle, there was a leakage".